Manufacturer narrative:
B3 event date: event date estimated as event reported to have occurred in (B)(6) 2022.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was performed, and a 30mm watchman laa closure device was implanted on (B)(6) 2018. It was reported that in (B)(6) 2022, the patient had discontinued anticoagulation medication and experienced a cerebral vascular accident. The patient went to the emergency room and was admitted to the hospital for further assessment at that time. The patient has since been discharged and continues to follow up with their primary neurosurgeon every six months. No further information was provided.